Manufacturer narrative:
The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her drive support cap was sticking out. The patient's blood glucose at the time of incident is unknown. The drive support cap had always been in that state. The insulin pump was returned for analysis.